Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that on (B)(6) 2020, the patient overdid herself and was in pain, but she had let her implantable neurostimulator run empty, so she went to charge the implantable neurostimulator, but the battery would not increase. The patient had tried for about an hour, but the implantable neurostimulator was still showing red even though she was recharging with excellent quality. That night, her legs hurt still, so she tried to charge for 6 hours, but the same thing happened. The patient controller displayed that she was on excellent, but the implantable neurostimulator would not increase from the red. On (B)(6) 2020, the patient¿s legs really hurt. The patient started a recharge session at the time of the report, and the patient controller was displaying that the implantable neurostimulator was at 50% charge with excellent quality. The patient tried to turn stimulation on and was able to turn the stimulation on at the time of the report. The patient was going to continue charging to see if the implantable neurostimulator charge increases. There were no further complications reported.